Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) to treat a type ii endoleak using a pod packing coil (pod pc), a lantern delivery microcatheter (lantern), and a guidewire. During the procedure, the physician implanted four ruby coils in the target vessel using the lantern. While advancing a pod pc halfway through the lantern to the target vessel, the physician experienced resistance. While retracting the pod pc to remove it, the pod pc unintentionally detached in the lantern. Therefore, the lantern containing the detached pod pc was removed. The procedure was completed using another pod pc and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned pod pc pusher assembly confirmed that the embolization coil was detached. Evaluation revealed that the pusher assembly was fractured. If the pod pc is advanced against resistance at an extreme angle, damage such as a pusher assembly kink and subsequent fracture may occur. This damage likely contributed to the embolization coil detachment. The detached embolization coil was not returned for evaluation. The root cause of resistance during the procedure could not be determined. Further evaluation of the device revealed that the pusher assembly was kinked, and the pet lock was wrinkled. This damage was likely incidental to the complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.